Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture and balloon detachment occurred. The 95% stenosed, 12x3.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during the first inflation at 1621kpa, the balloon ruptured and was detached inside the patient's body. The detached component was removed with a snare. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture and balloon detachment occurred. The 95% stenosed, 12x3.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during the first inflation at 1621kpa, the balloon ruptured and was detached inside the patient's body. The detached component was removed with a snare. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated.   Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with the balloon filled with contrast and contrast in the inflation lumen, and the device was bloody. The tip, balloon, proximal weld, inner shaft and outer shaft were microscopically, tactile and visually inspected. Inspection revealed a burst in the balloon material that was 8 mm in length, kinks in the hypotube located at 21 cm and 23 cm from the strain relief, and tip damage. There was no portion of the device that was detached or missing. Inspection of the remainder of the device found no damage or irregularities. There is no indication the device was inflated over rated burst pressure (rbp). The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).